Manufacturer narrative:
Terumo did not receive the actual device for evaluation, but did receive the terumo sx oxygenator, (reference (B)(4), MDR report # 1124841-2010-00060) that was used at the beginning of this case. Based on passing oxygen transfer results of (B)(4) (MDR report # 1124841-2010-00060), device met oxygen transfer standards. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that they were getting low po2 during a cardiopulmonary bypass procedure in which a terumo sx oxygenator was used. There was another terumo sx oxygenator that was used at the beginning of this case that was changed out due to low po2; (reference MDR report # 1124841-2010-00060) (B)(4). There was an unknown amount of blood loss, the product was not changed out and the surgery was completed successfully. There was no reported injury to the patient.